Manufacturer narrative:
A zeiss field service engineer (fse) performed an on-site inspection. He found that the bolt was bent, which ensures that the lower xy coupling would be hold together with the upper cover plate. The bent bolt caused that the lower xy coupling together with the opmi optical head could continue to rotate fully 360 degrees even the upper cover plate had a mechanical stop of the rotation. If the lower xy coupling continues to rotate against to clock direction, then it can get detached from the upper cover plate due to the unscrewing effect after 6.5 rotations. The process of loosening is normally a process over time as it is not usual that the user would continue rotating the xy coupling just in the same direction. Normal use is that the user rotates the xy coupling forth and back. A loosing xy coupling is recognizable before getting fully separated from the cover plate by the user, because the xy coupling and opmi optical head would display significant wobbly symptoms, when moving the opmi head. The likely root cause is an improper service of the xy coupling. Zeiss records indicate that the affected scope has never been serviced or maintained by a zeiss technician. The manufacturer's conclusion is that normal maintenance and repair following zeiss procedures could not lead to the bent bolt. The user manual (g-30-1682-en, issue 4.1, printed on 16. 11. 2009, page 21) advises that "modifications and repairs on these instruments or instruments used with them may only be performed by our service representative or by other authorized persons".

Event description:
The health care professional (hcp) reported the following: while moving the opmi lumera t on a s88 floor stand to the operating table, the xy coupling along with the opmi head separated from the cover plate. The hcp was able to hold the separated opmi parts and prevent them from falling. The patient was under local sedation. The planned surgery was postponed. There was no injury reported to the patient or the doctor.